Manufacturer narrative:
Lot 12216021: (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair for an abdominal aortic aneurysm measuring 59.3mm in diameter, and a unilateral right common iliac artery aneurysm. The patient tolerated the procedure successfully with no evidence of endoleak. It was reported that 12 month follow up images dated (B)(6) 2015, reveal maximum aortic diameter measured 60.4 (aneurysm sac enlargement from (B)(6) 2014 images, maximum aortic diameter measured 57.6mm). On (B)(6) 2016, the physician reintervened and performed embolization to treat the type ii endoleak. The endoleak was resolved and the patient tolerated the procedure.